Event description:
A (B)(6) female pt contracted zoll customer support to report constant 'adjust belt' messages. When customer support prompted the pt to download, support reported a flat line on both channels. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages / both channels flat lined) has been confirmed. Upon eval, there was no +5v power supply present in the cable running from the distribution mode (dn) to ECG electrodes c and d. The cause of the absence of the +5v power supply is a broken internal wire in the cable, which resulted in an open connection. The root cause for the broken internal wire cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.